Event description:
It was reported that during a laparoscopic hysterectomy procedure, the device was being used for approximately one and one half hours with no problem. The machine then went into standby after instrument error noted. The instrument was removed and cleaned by the scrub nurse removing a noted build up of tissue within apex of the jaw. The instrument then continued to be used for a short period but then went into standby again. The instrument was then removed and replaced by like device. The second instrument was being used on the uterus for about ten minutes. The tissue was being dissected then the active blade snapped off. The patient was x-rayed and the broken tip was retrieved and sent with the instrument for inspection. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The devices were returned in good physical condition. The blade was scratched on device a. Device a was tested with a test handpiece and generator and during functional testing, an error code 5 was displayed. The device was disassembled and the blade was cracked inside the tube, proximal to the tissue pad. The blade cracked due to contact with the inner tube. Device b was tested with a test handpiece and generator and during functional testing, an error code 5 was displayed. The device was disassembled and the blade was broken inside the tube, proximal to the tissue pad. The blade broke due to contact with the inner tube. This damage was most likely due to excessive side forces applied to the blade while activating resulting in blade contact with the inner tube.